Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2012 was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6) . (B)(6) medical center. (B)(6). United states. (B)(6). Block h6: the following imdrf patient code captures the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code captures the reportable event of: f12 - patient had sought for a legal recourse for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy using a single incision laparoscopic surgery (sils) port, anterior repair, placement of an advantage retropubic sling, and cystoscopy procedure performed on (B)(6) 2012, for the treatment of abnormal uterine bleeding, symptomatic fibroid uterus, pelvic pain, stress urinary incontinence, and symptomatic cystocele. Laparoscopy noted an enlarged fibroid uterus of around 14-16 weeks size during the surgery. There were bilateral fallopian tube adhesions to the pelvic side wall and bowel epiploic adhesions. Cystoscopy showed a bilateral outflow of urine and no obvious bladder injury from the procedures conducted at the completion of the case. The patient had bilateral ovarian cysts as well as tubal cysts. Throughout the procedure, there were no complications noted. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.